Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient stated that they were not alerted to her low blood glucose as the device was displaying the question marks symbol. She stated her friend came over and found her on the floor and called the paramedics. The patient indicated that the first thing she remembered about the event was that the paramedics let her know that her blood sugar was at 27 mg/dl when they arrived. The patient did not wish to provide further event details. No additional patient information is available.